Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two bd¿ phlebotomy sharps collector lids were cracked. The following information was provided by the initial reporter: "this is a report about damaged lids of sharps collector. A crack on the lid was found in some products."

Event description:
It was reported that two bd¿ phlebotomy sharps collector lids were cracked. The following information was provided by the initial reporter: "this is a report about damaged lids of sharps collector. A crack on the lid was found in some products.

Manufacturer narrative:
Investigation: no samples or pictures were received. Attempts to get more information or pictures were made, however customer mentioned that no further information was available. The DHR review process was not able to perform due to the unknown lot number. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken or damaged for the same part number throughout the last twelve months. According with this investigation, there is not enough information provided from customer like a picture of the damaged product to determine the root cause of this non-conformance.